Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited variation in capture threshold. The lead was noted to be fractured and have externalized conductors. The lead sensing and impedance was normal. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed while the report event of inadequate capture threshold was not confirmed. A partial lead with the distal segment of the lead measuring 40.2 cm was returned for analysis. Internal insulation abrasions breaching rv cables lumen were noted at 7.5 cm to 11.0 cm and 31.1 cm to 31.8 cm from the distal tip. The etfe coating was intact at these locations. This is consistent with the observation from the field of insulation abrasion.